Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said their meter told them to get a hold of their healthcare provider (hcp) with a code end of service (eos). It is reported that the device is off/disabled and no longer providing therapy. Patient reported being dissatisfied with ins longevity and was told they had another 5 years left, but it only lasted for 2 years. Patient will contact their hcp to schedule replacement surgery. No further patient complications have been reported as a result of this event.